Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on october 19, 2020 with catalog number 330cc. Visual analysis of the returned device identified: opening, wear abrasion. Leak test was performed and found opening on anterior and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and opening sharp in the valve bond edge. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A sharp opening on valve bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.